Event description:
The fe reported low ma errors and monoblock errors. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mono block, controller pcb and interconnect cable harness were evaluated and replaced. The collimator and beam alignment were calibrated. The system was tested and found to be working as intended and returned to service.